Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), damage (out of box/package). The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the electronics, motor, force sensor, keypad flex tail, battery tube, internal battery and vibrator. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked select button keypad overlay, broken belt clip rails, cracked case behind the pump at the battery compartment and cracked battery tube threads. Cosmetic damage was confirmed at case behind the pump at the battery compartment and battery tube threads. Pump received with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.